Event description:
A physician reported that her patient began experiencing abdominal pain immediately post essure micro-insert placement procedure. An hsg performed at 3 months post essure procedure indicated proper position of the essure micro-inserts and bilateral occlusion. The physician stated that this patient has an extensive and complicated medical history, including pain, but the physician believed the patient's "new" pain was due to the essure micro-inserts. The physician performed a hysterectomy on the patient and removed the essure micro-inserts; the physician stated that she found one micro-insert embedded in the patient's endometrium and the physician believes this was responsible for patient's pain. The patient's symptoms resolved following essure micro-insert removal.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.